Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip detachment, gripper actuation, gripper line break, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted sub-valvular calcium. A clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, imaging showed the leaflets were sitting on top of the gripper arms. The grippers were down, and the grippers would not go up. The procedure continued and the clip was released. Then during gripper line removal, the gripper lever was pulled back too far and the gripper line broke. The clip became fully detached from the leaflets and embolized into the atrium. The clip was snared and pulled back into the steerable guide catheter (sgc). The sgc and clip were removed from the patient and the procedure was aborted. No clips were implanted, and mr is 3-4. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported the gripper line break is the result of user technique. The complete clip detachment and inability to remove the gripper line was the result of the gripper line break. A conclusive cause for the reported difficulty raising grippers cannot be determined. The reported embolism is the result of the complete clip detachment. The reported removal of foreign bodyand additional therapy / non-surgical treatment are the result of case specific circumstances. The reported patient effect of embolism, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information provided the embolism is the result of complete clip detachment, as the clip detached from both leaflets and embolized into the atrium. There is no indication of a product issue with respect to manufacture, design, or labeling.